Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
A perforation and a pericardial effusion (pe) occurred, procedure cancelled. During the procedure, a versacross access solution kit was selected for use for a watchman case. The right femoral vein was accessed, and the versacross rf wire was advanced into the superior vena cava (svc), and the versacross sheath was advanced over the rf wire. Four attempts were made to drop onto the interatrial septum (ias), but were unsuccessfully. Thus, the versacross rf wire was exchanged for the j-tip guidewire. The j-wire was then advanced towards to ias along with the versacross and the physician was able to successfully engaged the septum. The j-wire was the re-exchanged for the versacross rf wire, rf was delivered, and left atrium (la) access was achieved. The wire was then advanced into the left atrial appendage (laa), attempts made to engage the left superior pulmonary vein (lspv) with the versacross wire were unsuccessful. Thus, it was chosen to advance the wire into the right superior pulmonary vein (rspv) instead. The versacross sheath was then used to floss the septum and then exchanged for the watchman single curve sheath. When manipulating the versacross wire and the sheath from the rspv to the laa, the anesthesiologist noted increased fluid buildup in the transverse sinus. A color doppler showed flow from the la into the transverse sinus. The anesthesiologist then performed a pe check and noted a large effusion (transverse sinus and circumferential). The watchman sheath and versacross rf wire were withdrawn from the body, heparin reversed with protamine and pericardiocentesis performed to drain 1800cc of fluid. A 15 min timer was then started to watch the effusion, after which it was noted to no longer be accumulating. The patient was then moved to the intensive care unit (ICU) for observation and was expected to fully recover. Prior to the procedure, no pe was noted on echo. The patient was not on warfarin or any antiplatelet drugs at this time. In the physician's opinion, the device did not contribute to the patient complication.